Manufacturer narrative:
H10- device evaluation results: evaluation of the provided samples with unaided eye found that all graduation marks, located to the left and to the right of the barrel axis, are perpendicular to the barrel axis. Although the numbers, located to the left from barrel axis may visually appear to be slightly angled, they were visibly legible and centered on the graduation marks. These numbers were observed to be close to, but not touching the ends of the graduation lines. The provided samples were further evaluated for zero line registration and print orientation by using in-process test methods. The syringes passed the optical evaluation for zero line and met the tolerances of the print orientation gage. The provided samples were found to be within established specification and met iso8537:2016 (e) requirements. Based on the evaluation of the provided evidences, the reported allegation could not be confirmed.

Manufacturer narrative:
Other text: additional information: g3, h7, h9. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Quality defect, the barrel markings are askew on the barrel of the syringe. The even numbers on the scale are squarely aligned but the odd numbers are skewed approximately 20 degrees upward. Concerned that the customer would reject the lot fear of miss-dosing patients. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).